Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range pacing impedances measurements, measuring greater than 3000 ohms on a non-boston scientific right ventricular (rv) lead. Additionally, there was an observation of noise. Technical services discussed possible causes and recommended to continue to monitor. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.